Manufacturer narrative:
Results: the 3maxc was stretched and ovalized approximately 136.5 ¿ 146.5, 150.5 ¿ 152.0 and 152.0 ¿ 156.0 cm from the hub. The device was fractured approximately 152.0 cm from the hub. Conclusions: evaluation of the returned 3maxc confirmed a distal shaft fracture. Further evaluation revealed stretching and ovalizations on the distal shaft. If the device is forcefully retracted against resistance, damage such as this may occur. The root cause of resistance during the procedure could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the basilar artery using a penumbra system 3max reperfusion catheter (3maxc), penumbra system jetd reperfusion catheter (jetd), guide catheter, and guidewire. It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician completed the first pass using the 3maxc and jetd. While attempting to make the second pass, the physician reinserted the jetd to access the vessel using the 3maxc; however, resistance was encountered at the access point. Subsequently, the physician completed the second pass and while removing the 3maxc out from the jetd, the distal tip of the 3maxc broke off. Therefore, the physician performed aspiration through the jetd to remove the broken tip of the 3maxc and thrombus together. The procedure had ended at this point resulting in thrombolysis in cerebral infarction (tici) 2b. There was no report of any adverse effect to the patient.